Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer's representative reported that patient was seen on (B)(6) as planned and also on (B)(6) 2016. The patient was assessed and still complained of pain in the back and at the ins battery site when the stimulation was turned on. Impedance readings were all normal and it was noted that the paresthesia was good to the affected areas. The patient was sent for x-rays which came back normal (i.e., showed no lead migration). The patient's physician was aware of the patient's complaint but at this time had no reason to believe there was a problem with the device and had no plan to revise the ins system. If additional information is received, a supplemental MDR will be submitted.

Event description:
Information received from the patient via the manufacturer's representative reported that they had an increased warmth and "shocking feelings" at the site of the implantable neurostimulator (ins) during routine charging. No troubleshooting or diagnostics had been performed at the time of report. The patient was scheduled to see their doctor on (B)(6) 2016 and the manufacturer's representative was to be there to assess the issue. No surgical intervention had occurred or was planned. The patient status at the time of report was noted as "alive - no injury". The indications for use for the implanted device were noted as spinal pain and complex regional pain syndrome type I. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.